Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when the surgeon tried to pull the bag and pull the sample out of the patient, the bag broke away from the rod. A new attempt was made with a new one and it broke also. A reusable laparoscopic spoon was used to grab the sample and the bags.